Manufacturer narrative:
Carefusion complaint (B)(4). In the event the sample is returned for evaluation or additional information becomes available a follow-up report will be submitted. (B)(4). The evaluation has not yet been performed as carefusion is awaiting to receive the device sample from the customer.

Event description:
The customer stated: "when turning on the avea, the screen display was shaking and quivering and progressively getting worse over time. The screen could not be read or used. The ac light was on and the battery status was green. We inspected, checked, and straightened the uim cable but still the same. We tried a different uim from another avea and all worked ok." There is no allegation of patient involvement. The incident date provided by the customer is dated (B)(6) however it was not reported to our (B)(4) office until (B)(6) with no explanation.